Event description:
Boston scientific received information from a non boston scientific field representative that one day post implant, this right ventricular (rv) lead had displayed a considerable amount of noise that resulted in pacing to be inhibited. The patient is noted being pacemaker dependent. An electrogram (egm) was performed and reviewed. The rep stated the noise was observed to be more evident during periods when the patient was breathing in and out deeply. The rep will discuss programming suggestions and the performance of an x-ray to make sure the lead remains in the original location. There were no patient symptoms or adverse patient effects reported. A request for lead status and outcome has been sent to the local boston scientific field representative.

Manufacturer narrative:
This report will be updated should additional information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead revision was performed to reposition this lead. During the revision possible fluid was noted in the header of the non boston scientific device. The lead was repositioned successfully. No oversensing was noted initially, but saw the issue again when the lead was reconnected to the device. Pacing inhibition was also observed. The physician elected to replace the non boston scientific device for header issues concluding, diaphragmatic over sensing was a result from the header failure of the device. No additional observations or additional patient effects were reported.